Event description:
A nurse reported that during a vitrectomy procedure, the cutter was unable to increase above 2500 cpm. The case was completed during the same session without harm to the patient. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).